Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2026. During scope cleaning, both the tip and the bristles of the hedgehog brush became detached. The separated pieces were subsequently removed by flushing. The cleaning procedure was completed using another of the same device. No patient involvement was reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event brush head and bristle detachment.